Event description:
Reporter indicated a patent had high lead impedance with vns diagnostics testing. The vns was not at end of service. The reporter was advised to disable the vns due to the high lead impedance. The patient has been referred for possible surgery. Attempts for additional information are in progress.

Event description:
Reporter indicated that he inadvertently reported the incorrect patient as having high lead impedance. The correct patient's vns high lead impedance was previously reported via MDR report #1644487-2012-00480.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.